Event description:
Baxter received medwatch from the FDA. Customer reported an incident with the maler luer lock adaptor on this extension set. Nurse reported a 2 female patient had ivf fluid running on the primary set, medex product code sb1l03. Device was hung and piggy backed into the distal port of the primary set. When medication was finished the nuse disconnected the extension set. A short time later the family called the nurse back into the room because the mother had observed blood backing up into the tubing to the y-site and dripping out. Nurse examined the primary tubing and discovered that the male adapter piece of the extension set had broken off and remained in the injection port of the primary set allowing the patients blood to backup into the injection port. No patient injury has been reported. No additional information is available on this report.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up medwatch will be filed.